Event description:
Approx 1 hr following insertion of suprapubic tube client unable to breath. Visiting nurse noted upon arrival swollen face, lids (unable to see eyes) lips, tongue and airway swollen. Several mins after removal of tube symptoms appeared to lessen.